Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the occlusion was cleared and insulin delivery resumed.